Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02848. It was reported the patient was experiencing pain following the scs trial procedure. The patient stated the pain was present regardless of the scs system stimulation being on or off. Consequently, the physician removed the patient's scs trial leads. Follow up identified the reported issue had resolved.